Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2024, with the implant of an alto abdominal stent graft system. Routine follow-up performed on (B)(6) 2024, identified a type ib endoleak of the right limb. Reportedly, the vessel has grown and contrast is leaking behind the ovation ix iliac limb. Reintervention was completed on (B)(6) 2024 with the implant of an ovation ix (right) iliac limb extension (14x100) into the common iliac artery and an ovation ix iliac limb (12x100) into the external iliac artery. The type ib was successfully sealed. The patient was stable after the procedure and discharged home on (B)(6) 2024.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right common iliac artery and additional interventional procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest 5mm of cranial movement of the right common iliac limb that was not included in the event as reported. The movement of the right common iliac limb was discovered during review of the computed tomography scan dated (B)(6) 2024. The complaint is likely anatomy related as there was a 60-degree angulation in the right common iliac artery. The inferior stent margin of the right iliac stent landed in this angulation, which likely contributed to the reported event. The cranial movement also likely contributed to the type ib endoleak. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.